Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending artery. The 3.0 x 12 mm xience v stent delivery system (sds) was advanced, and the stent was implanted; however a proximal edge dissection was observed. An additional xience v stent was implanted for treatment with a good outcome. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.